Manufacturer narrative:
A ge service representative performed an onsite investigation. The workstation hard drive was formatted and software was reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system displayed an error and the cine functions would not operate. There is no report of a pt injury or death associated with this event.